Manufacturer narrative:
After battery installation, all keypad buttons did not respond to keypad presses due to moisture damage keypad connector and electrical board. Unable to perform displacement and self tests due to the keypad anomaly. No cosmetic damage during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm. Customer stated they did press a button down for 3 minutes or longer. The customer reported that the reservoir compartment was exposed to moisture. The o ring inside lip of reservoir compartment was missing and insulin pump had cracks. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.